Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received from litigations on 05/09/2018. Allegedly the patient was revised due to mom complications. (Left).